Event description:
(B)(6) stated that he heard a loud mechanical noise and within second, he heard a shotgun sound, a cloud of material filled the room. (B)(6) stated that the front of the unit melted the humidifier box and tubing. The tubing that supplied the oxygen to the upper unit caught on fire and as a result, caught the carpet on fire, vent line, and part of the stand alone air conditioner.